Event description:
The customer reported that the jaws of the device would not open while on tissue after activation. The tissue on the proximal side of the jaws was cut by surgical scissors in order to remove the device. At this time, bleeding of less than 500 cc occurred. No transfusion was necessary. It was noted that end tones, indicating a completed seal cycle, were heard when this tissue had been sealed. The customer noted that the device was not cleaned and were filled with excess tissue before the incident occurred. Also, it was being used on fatty tissue prior to the jaws not opening. The jaws were then cleaned and were able to open again. The procedure was converted from laparoscopic to open and the same device was used during this portion of the procedure. The operating time was extended by more than 30 minutes. The pt has been reported to be in good condition. The surgeon did not believe the device was at fault for any incident that occurred during the procedure. The device was discarded by the customer.

Manufacturer narrative:
Covidien reference #: (B)(4). The site has indicated that the incident sample has been discarded. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.